Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: visual analysis found the returned device was received with the cap properly placed in the handle assembly and the basket was extended. The pull wire was not broken in any section. The working length (sheath and pull wire) was kinked in several locations. Additionally, the indentation from torque wrench was present on the surface of one of ribs of cap. The handle was disassembled and indentation was observed in the handle locator block indicating that the handle cannula was properly placed in the handle assembly. The proximal end of the handle cannula was flattened as a result of handle assembly process. Functional inspection found the basket could not be closed properly due to the kinks observed in the working length. It was found that the photo submitted by the customer showed the handle with the cap missing, therefore exposing the handle cannula. Based on all available information, it is most likely that handling and manipulation of the device during unpacking/prepping/testing can lead to kink in the working length. This condition can cause friction between the components, leading to the issue of basket not closing properly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a segura hemi basket was to be used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6), 2020. According to the complainant, during preparation, when the handle was to be separated during use, the inner core of the basket was crooked, resulting in poor separation. A photo of the complaint device submitted by the customer shows the pull wire broken on the proximal end. The procedure was completed with another segura hemi basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemi basket was to be used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2020. According to the complainant, during preparation, when the handle was to be separated during use, the inner core of the basket was crooked, resulting in poor separation. A photo of the complaint device submitted by the customer shows the pull wire broken on the proximal end. The procedure was completed with another segura hemi basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.